Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements. A lead fracture was suspected. A decision was made to replace this lead. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported. The patient with this lead is not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.